Manufacturer narrative:
This report is submitted on february 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device as explanted on (B)(6) 2017, due to a loss of connection to the internal device. The patient was not reimplanted with another device.